Manufacturer narrative:
(B)(4). Concomitant medical product: rotating hinge knee articular surface, catalog #: 00588006020, lot #: 62087492. Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-01728, 0001822565-2018-01729.

Event description:
It was reported that the patient was revised to address subluxation of the insert and a loose hinge pin. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device was not involved in the event. The initial report was submitted in error and should be voided.